Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, bone resorption, mobility. Implant became mobile, fell out while patient was eating.